Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that they are functioning properly and passed all functional testing. However, a visual inspection was performed and found the first o-ring out of the grove.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir would not let the insulin to fill. The customer reported that the reservoir would lock near the top of the reservoir compartment and would not move. The customer reported that the bottom o-ring was out of shape and went crooked. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.